Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away. The cause of death was massive heart attack. The incident happened at home and the customer was pronounced dead at the hospital. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death, but was later removed by the emergency workers. The customer was using sensors and was wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.